Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted for the endovascular treatment of a unknown sized thoracic aortic aneurysm. It was reported that approximately 6 weeks later when the patient returned for follow-up a CT showed a type ia endoleak. A secondary procedure was carried out on the same date and a valiant navion (vnmf4646c62tu) was placed below the renal artery along with aptusendoanchors. On final angiogram the endoleak had resolved. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.